Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was cracked. The monitor was originally returned for repair of an arterial sensor failure when the cracked cable guide was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.